Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00047.

Event description:
It was reported that during the procedure the closure top stripped during final torquing. The surgeon removed the closure top and while placing an alternate top the head of the screw fell apart. He removed the closure top, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. This is report one of two for this event.

Event description:
It was reported that during the procedure the closure top stripped during final torquing. The surgeon removed the closure top and while placing an alternate top the head of the screw fell apart. He removed the closure top, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. However, additional information was provided by a zimmer biomet personnel when two additional closure tops were returned and found to have thread damage upon inspection. This is report one of four for this event.

Manufacturer narrative:
The returned closure top was evaluated. Visual inspection revealed the tulip head has disassembled from the screw and one of the splines on the shaft is deformed. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Likely cause: the failure occurs in-situ after tightening the closure top onto the rod. When the closure top is tightened down onto the rod, the rod bottoms out on the top of the screw shank. This is intentional and serves to lock the position of the screw shank to the position of the screw head. This puts force onto the splines of the screw shank and the mating spines of the swivel. The force is enough to cause permanent deformation to the splines and the top of the screw shank.

Manufacturer narrative:
Reference additional reports 3012447612-2020-00264 and 3012447612-2020-00265.

Event description:
It was reported that during the procedure the closure top stripped during final torquing. The surgeon removed the closure top and while placing an alternate top the head of the screw fell apart. He removed the closure top, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. However, additional information was provided by a zimmer biomet personnel when two additional closure tops were returned and found to have thread damage upon inspection. This is report one of four for this event.